Manufacturer narrative:
Additional information was received indicating there was no patient involvement. Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked and no other signs of external damage. Review of the event history log showed an occurrence of "primary audible alarm post" functional testing involved running the pump through the power up process and occlusion testing. The reported alarm was not duplicated during the investigation, no damage to speaker was found. The speaker was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure. No adverse effects were reported.